Event description:
The cause of the event was unknown. The patient reported they do not have concerns with their device or therapy.

Event description:
A change in therapy was reported. The patient experienced increased pain that brought him to the emergency room. Per the reporter the patient was doing better but still believed there could be some issue with the pump and still had pain. No alarms were noted. It was indicated that the logs had been read and showed no stalls or issues. The patient was recently in for a refill and the programming was going to be checked. The pump was used to deliver dilaudid and marcaine.

Manufacturer narrative:
Catheter model # 8709sc, lot # n269862014, implanted on: (B)(6) 2010, explanted on: unknown. 8835 personal therapy manager, serial # (B)(4).

Manufacturer narrative:
(B)(4).